Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was reported as due to a fungus. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole (no further details) for the event. Pd therapy was ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available as the reporter has declined to provide further information.